Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), balloon aortic valvuloplasty was performed prior to the deployment of a 26mm sapien 3 valve by the transfemoral approach. Following the successful deployment of the valve, during the removal of the commander delivery system, it was noted that the radiopaque marker on the esheath had ¿moved back towards the middle of it¿. The delivery system was successfully removed. On imaging, the esheath appeared kinked. To rule this out, a small peripheral balloon was inserted into the esheath and inflated. The esheath was then retrieved without other issues. The radiopaque marker remained within the esheath. No vascular injuries or consequences to the patient were reported. At the time of the report, the patient was in stable condition. The access vessel minimum luminal diameter (mld) measured 6.5mm with moderate calcification and moderate tortuosity reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6 evaluation codes; section h10: narrative text. The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed kinks on the sheath shaft approximately 1.5 inches, 5 inches and 9 inches from the housing. Distal tip damage was observed. Circumferential delamination from the tip, approximately 1 inch in length was also observed. The marker band was attached to the liner. Scratches were observed on the distal end of the sheath shaft. The sheath was fully expanded as designed. Review of the case imagery provided by the site revealed sheath distal tip liner delamination. The c marker band was observed to be located within the sheath. Due to the nature of the complaint, no dimensional inspection or functional testing was able to be performed. Complaint history review from may 2018 through april 2019 for the edwards esheath revealed other similar complaints for sheath distal tip liner delamination and sheath shaft kinked, bent. No manufacturing non-conformances were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. Review of complaint history revealed that the occurrence rates did not exceed the april 2019 control limits for the appropriate trend categories. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the esheath shaft components undergo multiple 100% visual inspection under minimum 3x magnification. The esheath final assemblies undergo multiple 100% visual inspection by manufacturing and quality. Furthermore, after sterilization, the sheath is tested and inspected during product verification (pv) testing under a sampling basis. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint for sheath distal tip liner delamination was confirmed based on case imagery review and visual inspection of the returned device. However, the complaint for sheath shaft kinked, bent was not able to be confirmed. No imagery of the kinks was provided by the site. The investigation was unable to be determined whether the observed kinks on the returned device are due to packaging/handling of the returned device. Investigation of the device and review of complaint history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, there was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per the case notes, the patient¿s access vessels were moderately calcified and moderately tortuous. The scratches observed during visual inspection supports that calcification was present. It was reported that there was residual fluid left in the balloon during removal. The IFU and training manual instructs that the balloon should be completely deflated prior to device removal. If residual fluid is present, it can increase the balloon profile and make it more likely to catch on the sheath tip. The presence of calcification and tortuosity can also interfere with the coaxility of the delivery system and sheath during retrieval and may have also contributed to the delivery system catching on the sheath tip. Once caught on the tip, excessive force would likely be applied to counter the observed resistance, which could cause the liner to delaminate. The excessive force and manipulation may have also resulted in kinking of the sheath shaft. Available information suggests procedural factors (residual fluid in the balloon, excessive force used to withdraw the delivery system), in addition to patient factors (vessel calcification, tortuosity) may have contributed to the distal tip damage and liner delamination. The excessive force and device manipulation may have also resulted in kinking of the sheath shaft. There was no product non-conformances or IFU/training deficiencies identified during evaluation and the occurrence rates did not exceed the control limits for the applicable trend categories. Therefore, neither a product risk assessment escalation, nor corrective or preventative action is required at this time.